Event description:
The reporter stated the surgeon attempted to insert a cq2015a collamer aspheric three piece lens, but the lens tore. There was no pt contact or injury. There were three lenses used on the same pt and all three tore. A fourth lens, same model was implanted with no problem. The reporter stated they used a competitor's injection system, which has not been approved by the MFR for use with this lens model. The reporter stated they are aware that using this injection system is off-label use. See MFR # 2023826-2010-00963 and MFR # 2023826-2010-00964 for other lenses.

Manufacturer narrative:
(B)(4).